Manufacturer narrative:
This event was submitted to arrow from the FDA through a medwatch report which the user facility did not submit to FDA. The sample will not be returned to us. A follow-up report will be filed if more info becomes available.